Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify keypad unresponsive/button error alarm and low battery alarm due to blank display noted. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump were unresponsive. Customer stated that the insulin pump was exposed to moisture. Customer stated that screen had moisture under the glass. Customer states they see fluid under the lcd. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.